Event description:
The customer reported to olympus, the facility owned endoscope reprocessor exhibited e73 error when cleaning with acecide-c disinfectant. The olympus customer information center (cic) was contacted by the facility. Cic visited the facility to determine the cause of the error and resolved the error. It was noted that the water filter of the reprocessor was not replaced since the time the device was delivered to the facility in august 2020. This water filter was then replaced. There were no reports of patient harm associated with the event. This report captures complaint on the scope (model: gif-xp260n, model description: evis lucera gastrointestinal videoscope, serial no. (B)(4)) that was in operation at the facility. The complaint regarding the reprocessor is captured in patient identifier (B)(6) (device: oer-4, model description: endoscope reprocessor, serial no. (B)(4)). Complaints on other impacted scopes captured in patient identifier: (B)(6) (model: cf-240ai, model description: evis colonovideoscope, serial no. (B)(4)) patient identifier: (B)(6) (model: cf-240i, model description: evis colonovideoscope, serial no.: (B)(4)) patient identifier: (B)(6) (model: cf-q260ai, model description: evis lucera colonovideoscope, serial no. (B)(4)) patient identifier: (B)(6) (model: gif-h260z, model description: evis lucera gastrointestinal videoscope, serial no. (B)(4)) patient identifier: (B)(6) (model: gif-q240x, model description: evis gastrointestinal videoscope, serial no. (B)(4)) patient identifier: (B)(6) (model: gif-q260, model description: evis lucera gastrointestinal videoscope, serial no. (B)(4)) patient identifier: (B)(6) (model: gif-q260, model description: evis lucera gastrointestinal videoscope, serial no. (B)(4)) patient identifier: (B)(6) (model: gif-q260, model description: evis lucera gastrointestinal videoscope, serial no. (B)(4))

Manufacturer narrative:
The device will not be returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, the issue "scope being reprocessed with a reprocessor whose water filter was not replaced for a long time" did not impact any specific procedure and did not cause any patient harm.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event was caused by the user¿s misuse. The water filter was not replaced as indicated by the instructions for use. The water filter had not been replaced since august 2020. The event can be prevented by following the instructions for use which state: ¿7.2 replacing the water filter (maj-2318): replace the water filter periodically, at least once in one month to prevent contamination of the rinse water." Olympus will continue to monitor field performance for this device.